Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01580, 0001822565-2018-01581. Product location unknown.

Event description:
It was reported that the patient was revised for unknown reasons. The surgeon elected to put in a thicker polyethylene insert. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: segmental femoral hinge service kit, catalog #: 00585007012, lot #: 63329715, trabecular metal tibial component, catalog #: 00545001336, lot #: 62794192, fluted straight stem extension, catalog #: 00585205014, lot #: 62512454, segmental stem collar, catalog #: 00585204030, lot #: 63164717, fluted sharp stem extension, catalog #: 00598801517, lot #: 62616204, tibial component, catalog #: 00588000300, lot #: 63162263, femoral bone cement, catalog #: 00504905500, lot #: 63095712. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested, but will not be returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01580, 0001822565-2018-01581, 0001822565-2018-02597.

Event description:
It was further reported the patient underwent a revision procedure due to instability and hyper extension. The distal femur was removed and replaced with a xt distal femur. Also the articular surface and femoral kit were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Per package insert, joint instability is one of the known adverse effects of the tka procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.